Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. Fse found tip clamp sleeve # 6 stuck in the up position. Fse replaced the lld spring, plunger clamp, tip clamp, tip clamp sleeve and compression spring to correct the problem. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B) (4).